Manufacturer narrative:
The full lead was returned and analyzed and the distal conductor was obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire was stuck in the tip of the left ventricular (lv) lead. It took the physician considerable force to remove the guidewire, and when the physician attempted to reuse the lead, they were unable to pass the guidewire in the lead. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.